Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor pcb.

Event description:
It was reported that there were spots in the white areas of the image. No patient injury was reported.